Event description:
It was reported to philips that the system gave an alert indicating the database was full, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned on the same system as the reported issue didn¿t impact the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system generated an alert indicating that the database was full, which could potentially impact imaging. Upon functional testing, the fse found that the database was full. To resolve the reported issue, the fse shut down the system, checked the ippc and swapped the image disk locations within the ippc and performed a reboot. After reboot image storage was reconfigured. After this, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported image disk issue did not impact on the completion of the procedure. The procedure was completed as planned on the same system, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.